Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable event loose ligh guide connector/prong/cover glass on the light guide adapter was cause traced to component failure. However, a definitive root cause for the reportable event excessive debris under the distal cover glass of the objective lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had excessive debris under the distal cover glass of the objective lens, and the light guide connector/prong/cover glass on the light guide adapter was loose. There was no patient involvement.